Manufacturer narrative:
(B)(4). A partial lead measuring 39.7cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that the stylet could not be inserted into the lead during lead explant procedure in a pacemaker dependent patient. There was significant fibrosis in the ra and rv lead seemed to be adherent. With pulling the rv lead while in the ra, the patient developed transient hypotension but was stabilized quickly. The lead was explanted. The patient tolerated the procedure well with no apparent complications.